Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 549.6 mcg/day via an implanted pump system. The lot number was not known. A critical alarm was occurring. The pump logs were checked and revealed an empty reservoir alarm occurred on (B)(6) 2016. The patient was supposed to be refilled on (B)(6) 2016, but there was a miscommunication, and the patient did not make the refill. Withdrawal symptoms were reported. The patient was provided valium. The pump was refilled on (B)(6) 2016, and they were going to start the patient on the same dose. Additional information was requested to determine the lot number of the lioresal and the contact information for the patient's doctor.